Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.

Event description:
Patient reported their tooth feel loose after they take out their retainer in the mornings. The tooth is so loose that they can move it back and forth with their finger.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.